Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained ventricular oversensing due to far-field p wave oversensing. Programming changes were recommended. No further information.

Event description:
New information received notes that device was still oversensing some far- p signals leading to pacing inhibition. Previously recommended programming changes were not made. Further tests and programming changes were recommended. No further information is available at this time.